Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. According to the field service engineer, the reported problem was solved by cleaning the contacts of expiratory pressure transducer printed circuit board (pcb). After cleaning, the ventilator passed all functional and safety tests and was cleared for clinical use. This will be detected during pre-use check. The device logs were not received. The root cause for the reported problem could not be determined.

Event description:
It was reported that the ventilator did not deliver after start-up. There was no patient involvement. Manufacturer's ref.#: (B)(4).